Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp was inserted via the left femoral artery in a 60-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock, classified as society for cardiovascular angiography and interventions (scai) stage c. During impella cp support, the patient was noted to have bleeding at the insertion site, and systemic anticoagulation was suspended as part of clinical management. No additional clinical details were made available. The patient expired. The death is being conservatively reported; however, it is considered unlikely that the impella device contributed to the patient¿s death, which is more likely attributable to the patient¿s underlying clinical condition.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d3( manufacturer fax) upon review, it was identified that the information was inadvertently not submitted in the initial report. The cause of the bleed at the access site was most likely use related as it was improved after redressing and angle matching.

Event description:
Additional information was received. The bleeding at the access site was improved after redressing and angle matching. The family decided to go with comfort care and it was not the result of the impella.

Manufacturer narrative:
B5 additional information was received. H11 additional information was received. The pump was discarded.